Manufacturer narrative:
This ipg serial number was included in a field correction. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The complaint was not confirmed. As received, the ipg was in good condition. No physical anomalies were observed that would have contributed to the complaint. Monitoring stimulation while the ipg was in a saline solution did not reveal any anomalous outputs or degradation of programmed outputs. The ipg was tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was experiencing a burning sensation at her ipg pocket site when the stimulation is on. The burning sensation goes away after the stimulation is turned off for 24 hours or longer. An sjm rep met with the pt and reprogramming was unable to resolve the issue. X-rays were taken and did not show any abnormalities. Lead diagnostic tests were normal. The pt's physician injected a combination of local anesthetic and antibiotic into the pt's ipg site. Blood tests showed elevated esr (erythrocyte sedimentation rate) and crp (c-reactive protein test) results. There was no eosinophilia consistent with an allergy. The pt's entire scs system was explanted on (B)(6) 2012. When the ipg pocket was opened, a tremendous amount of film covered fluid gushed out. There were cold sore type blisters with black dots observed in the ipg pocket. There was no pus or sign of infection in the pocket and the external area over the ipg appeared normal. The pt was later re-implanted on (B)(6) 2012 with a new scs system.